Event description:
In this event it is reported that waveone gold reciprocating file primary 25mm broke during use. Broken piece was left in root canal and incorporated into the filling. No injury occurred.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
2 (two) unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented.  Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Case can be reopened if product is received.